Event description:
It was reported to philips that the top of the touchscreen was unresponsive. Patient involvement is unknown. The customer spoke with a philips remote service engineer (rse). The rse advised there was a faulty touchscreen or ui assembly. The customer attempted calibration but it would not calibrate; it would go back to the main service screen when start is touched. The customer called back, and stated calibration was successful after another attempt. Following the evaluation of the device, the customer calibrated the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
There was no patient involvement or harm. This event was reported to have occurred during maintenance. There was no delay in therapy. The customer called back on 24feb2022 and spoke with a philips remote service engineer (rse) to report that the touchscreen fault had returned, and calibration was not solving the issue. The customer requested the part number for the touchscreen. Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.